Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a euphora rx balloon to treat a non-calcified mid lad lesion. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. It was reported that the lesion was not pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force was used. It was reported that upon the first inflation, the device would not deflate at the lesion site. It was noticed immediately and the physician managed to walk the balloon out by deep seating the guide catheter. No patient injury reported.

Manufacturer narrative:
Additional device evaluation: the balloon bond is stretched and marker bands pulled proximal to original location due to stretching. Blood was visible throughout the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device was returned with guide catheter and loaded with 0.014inch guidewire. An y-connector also attached. The balloon was returned partially inflated. Kinking was evident along the hypotube and transitional shaft during initial inspection. Negative prep was performed, and device passed. It was not possible to inflate or deflate balloon. Deformation was visible during analysis along the distal shaft with numerous kinks and stretching. Deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel due to kinking and stretching. If information is provided in the future, a supplemental report will be issued.